Event description:
The patient's legal guardian (lg) reported the patient's blood glucose (bg) level reached 300 mg/dl, while wearing the pod. The lg attempted to correct bg levels via correction boluses, but they were unsuccessful. When the pod was removed from the infusion site (abdomen), the lg noticed redness on the skin and found the cannula to be dislodged. As treatment, a new pod was successfully applied. The duration of pod use was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The formed needle and soft cannula were inspected. Although the exposed portion of the soft cannula was found to have a tear, it could not be determined if this contributed to the reported skin irritation. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported events. During investigation, it was found that the top housing, bottom housing, the reservoir and the ratchet gear were damaged. It was determined that the internal component damage and damage to the bottom housing occurred post use that resulted from piercing through the bottom housing and through the reservoir. There is no indication that this damage contributed to the reported events. An 0x1c alarm was noted after the pod reached the 80-hour limit of operation, upon which operation was automatically terminated.